Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was provided for the purpose of aiding our quality engineer's investigation. In the qa lab, observed the returned sample, yellow fm is catheter tubing which is consistent with the returned information. The yellow fm is from the tipping shield or pp connector debris. As per request, a sample was received in flks for ftir analysis. The sample was examined visually and under the microscope and the indicated fm was not observed on the sample. No ftir analysis could be performed. The batch record for lot# 7321486 was reviewed, no related abnormalities were found during the manufacturing process. Suzhou plant will continue to monitor for trending.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system there was an issue with foreign matter. There was no report of injury or medical intervention.